Manufacturer narrative:
The investigation concluded that lower than expected results were obtained from a single level of vitros liquid performance verifier ii, lot e1517, using vitros amon slide lot 1020-0265-0698 on a vitros 5600 integrated system. The investigation concluded the most likely assignable cause is instrument related associated with microslide incubator contamination. After an ortho field engineer cleaned the microslide incubator and replaced the microslide evaporation caps and bearing pads, improved vitros amon precision was obtained.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected results were obtained from a single level of vitros liquid performance verifier ii, lot e1517, using vitros amon slide lot 1020-0265-0698 on a vitros 5600 integrated system. Vitros liquid performance verifier ii lot e1517 results of 153.0 and 148.7 umol/l vs. The expected result of 191.9 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).